Manufacturer narrative:
H3: product analysis of product:nav4680003, lot no: em21h057 visual and optical inspection confirmed the tip of the interbody inserter has broken. Optical inspection revealed a fairly flat brittle fracture surface. It appears the tip broke due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via a manufacturer representative regarding a inserter used for spinal therapy. It was reported that the inserter was broken. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the damaged information was worn due to excessive usage over time.